Event description:
It was reported that the customer was stating that they were having difficulty with the hand piece. During troubleshooting the hand piece is generating and error 3 with a test tip attached. Unk pt involvement. Customer just informed sales rep to check hand piece.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.